Event description:
It was reported the pt was experiencing discomfort at the ipg site. The pt underwent spine surgery where her ipg was relocated. F/u indicated the issue has been resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.